Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl. Customer indicated that the pump and basal settings are correct. Troubleshooting found that the customer has changed their infusion sets in an attempt to lower their blood glucose. It was also found that the pump was working as designed and customer was advised to change out set, reservoir and insulin and treat per doctor's instruction. The high pressure test passed. Customer declined to check their pump programming and to further troubleshoot. No further details given.